Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that post insertion patient experienced pain, infection and urinary, bowel and neuromuscular problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04198. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/10/2016. It was reported that following insertion the patient experienced incontinence, incomplete bladder emptying, urinary retention, urinary tract infection, overactive bladder, urgency, and frequency. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with a cystoscopy due to female stress incontinence.